Event description:
During a call for a similar issue to beckman coulter hotline, the customer disclosed that a result of 0 miu/ml for total bhcg, and <1000 for dil-hcg was obtained in 2003. The tot bhcg results of 0 miu/ml was reported to the patient's physician. The physician was aware that the patient was pregnant based on a previous hcg result of 50,000 miu/ml and question of validity of the 0 miu/ml test result. The customer stated that the low hcg result did not alter the patient's course of treatment. Customer also states that no other samples were affected.